Event description:
Customer's mother called stating customer's insulin pump quit working while customer was at camp. The staff called customer's mother to inform her. The device alarmed button error and is now not working. Customer tried to bolus but it did not work. Customer's blood glucose level is unknown. Customer said that she tried to giver herself a bolus, but none of the buttons worked. Customer was advised that the device needs to be replaced, and to discontinue its use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarm received. Insulin pump received with a minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.